Event description:
It was reported that the surgeon was placing a 12mm variable screw and the tip of the screwdriver broke. The tip was retrieved and discarded.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.